Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Healthcare professional reported "capsule". Later healthcare professional confirm capsular contracture baker grade IV and rupture via ultrasound. This record is for left side. The device was explanted and replaced. The devices will not returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsule". Later healthcare professional confirm capsular contracture baker grade IV and rupture via ultrasound. This record is for left side. The device was explanted and replaced. The devices will not returned.